Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported constant pain across her back, up into her chest and into her shoulder blade that has gotten worse over the past month. It was a superficial burning sensation. The patient is sensitive to clothing on her skin. This past weekend, the pain became ever more intense and the patient felt like she had been "tazed". The patient turned stimulation off due to increased intensity of pain. An x-ray indicated that her spinal cord stimulator (scs) system positioning was exactly as it was at the time of implant. The suspected diagnosis is that the patient has shingles, but this hasn't been confirmed yet. The patient is going back to their pcp to get checked for shingles. The patient is back to using their stimulation since it seems unrelated to their pain symptoms. The patient is following up with their primary care md to get checked for shingles. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's leads wires in their back were 'in the process of detaching, maybe an electrode or 2,' that it was really painful/annoying and the patient could feel it in their back and chest. The patient noted that they have a high pain tolerance and when they got out of bed 'something was just awful for about 2 days and then kind of eased off and every day its getting more.' The patient stated that they could have pulled something. The patient spoke with their doctor and they said they had an appointment in 2 weeks that they wanted a manufacture representative to be at. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that on (B)(6) 2018, the patient experienced strong stimulation in their shoulder blade and under their breast when they turned their ins on. It was noted the patient has never had stimulation in those areas before. The rep is scheduled to meet with the patient on (B)(6) 2018 to check the device and the rep will follow up with the doctor at the patient's appointment in (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# va0smzj022, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-apr-03 from the health care provider (hcp) via the manufacturer representative reporting that the x-ray confirmed that there was no movement of the leads. There were no circumstances experienced by the patient that led to the pain. It was determined that no steps were needed and no actions were planned. It was unknown if the patient had shingles. They would be going back to their primary care physician to determine if they did. The patient was using their stimulator again and was going to see if the pain was a result of shingles. No further complications were reported.